Event description:
Reportedly, this device was explanted at implant due to defect of valve noticed upon closing of chest via intraoperative tee. There was regurgitation. After reopening chest, it was noticed that two of the leaflets did not move.

Manufacturer narrative:
Device not returned.